Event description:
It was reported that patient did not remove site or replace supplies on(B)(6) 2026. The patient stated that infusion set tubing was not connected properly at the site. The patient noticed it and asked to disconnect to the tubing.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.